Event description:
Clinic notes were received reporting that a vns patient's battery was dead and they were experiencing increase in seizures. It was reported that their device was unable to be interrogated and is likely dead. The patient's medications were increased in the meantime. It is unknown if their seizures were over baseline. The seizures are likely related to loss of therapy if the battery is dead but at this time the event cannot be confirmed. The patient's implanted serial number is unknown at this time therefore a battery life calculation cannot be performed to confirm the battery is at end of life. Good faith attempts are underway and thus far no further information has been attained.

Event description:
The patient's explanted generator will not be returned for analysis. Additional clinic notes were received for review. Clinic date: (B)(6) 2012, his first seizures began in 1999 when he was just about 10 years of age. He had a seizure as a (B)(6) for a simple febrile convulsion but this was not prolonged." "His seizures are very stereotypic. He gets a consistent aura. This consists of blurred vision and from that there may be some formed shapes and if that occurs it is in his left visual fields. He then will stop, do some chewing movements, clench his fists, and becomes rigid. These events can last about one minute. When the seizures are over, he needs to rest and is disoriented so there is postictal confusion. He does not have secondary generalization. He averages usually about one to two of these per month; however, with the decline in the vns battery he has been averaging three to four per month of late. This is the reason for his battery replacement.

Event description:
A battery life calculation was performed with the available data and worst case assumptions made for the gaps. The result revealed 0.36 yrs remaining until eri = yes.